Manufacturer narrative:
After inspecting the device internally, the technician cleaned the patient pump 2 and the stirrer motor plugs on the distribution board ul 510 with a contact spray. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Most likely the root cause of the issue are dust deposits on the electrical contacts.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The service technician in charge found out that the stirrer motor has to be replaced and that also the boards are possibly defective. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.